Event description:
It was reported that an intraocular lens (iol) was required to be explanted from the left eye of a patient in a secondary procedure owing to dysphotopsia. A new lens was implanted in the eye. No further information has been provided.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to the manufacturing site for investigation. A visual inspection of the returned sample was performed at 10x microscope magnification. The visual inspection revealed that the lens was received with the optic edge torn and one (1) of loops (haptics) was detached. The lens findings observed could be associated with the handling of the lens during the explant process and has been indicated as operational in the results code. A review of the manufacturing records was performed. All process operations presented in the manufacturing record from generation to boxing were in compliance. All tests results showed a pass condition. No quantity discrepancy was found. No deviation or non-conformance (ncr) was generated during manufacturing of this production order. The inspection data for diopter power was reviewed and was found within specification. No issues were reported during the manufacturing of the lens, the lens met manufacturing specifications prior to release. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.